Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during follow-up. Episodes of noise on the rv lead were noted. The noise was reproducible with pocket manipulation. Impedance and threshold capture measurements were not stable. The physician decided to check the sense/pace connection on the rv lead. The lead was unscrewed and measured with psa. All measurements were good. The lead remains implanted and in use. No consequences to the patient were observed. The patient is in good condition.